Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/information not provided. Section d6a: not applicable as the lens was partially inserted and removed in the same procedure. Section d6b: not applicable as the lens was partially inserted and removed in the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge split at the end during the insertion of the preloaded monofocal intraocular lens. The lens was partially inserted and subsequently replaced with the same model and diopter lens. There were no reports of patient injury or the need for medical or surgical interventions. The patient outcome was fine. The product is being returned. No other information was provided.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: october 13, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed throughout the cartridge. Stress marks were observed on the cartridge tip and the cartridge tip was damaged, the damaged extended to the cartridge. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. No lens was received for evaluation. The complaint issue cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records review for this production order shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.